Event description:
It was reported that the patient experienced the infusion set cannula was crimped and high blood glucose event which was treated with correction bolus via pump on (B)(6) 2026. The site of insertion was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.